Event description:
This report is based on information provided by the local philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator/monitor indicating that the device reported an error of ECG fault. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone: (B)(6).